Event description:
It was reported that 5 smartsite add-on bag access devices experienced a loose IV set connection, and leakage. The following information was provided by the initial reporter: this is a loose fitting bag spike, that ¿slips¿ out of the port once spiked. It is causing spillage of the infusion bags contents after spiking.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Follow up MDR for device evaluation. One 10013365-0006 sample was received without packaging, however the lot number was confirmed as 21075564. The product was received connected to a baxter IV bag with glucose solution inside. Functional testing involved keeping the returned product connected to the baxter IV bag and allowing the fluid in the bag to flow under gravity. No leakage was observed, and the spike remained firmly connected to the bag. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21075564 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Please note all bag spikes used in bd disposable sets are designed and manufactured in line with the international standard bs: en: iso 8536-4: infusion equipment for medical use. Infusion sets for single use, gravity feed. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 10013365-0006 product in the past 12 months.

Event description:
No additional information.